Manufacturer narrative:
(B)(4). Batch# m92f7u. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed one clip as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2015. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: what firing did event occur, was it the first or subsequent firing? What structure was the surgeon firing the device upon when the common bile duct was possibly torn? Why does the surgeon correlate scissored clip being placed on the cystic duct or artery to a common bile duct injury? How was the torn common bile duct repaired? Did surgeon perform cholangiogram? Did the surgeon use er320 to fix the cholangiogram catheter? Did the device come out of a kit? Please provide the batch number imprinted on the handle of the device or the packaging lot #?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while firing the device the clips scissored possibly tearing the common bile duct. The surgeon then had to convert to an open procedure and repair the common bile duct. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 02/06/2019. Corrected data: date received by manufacturer: 01/10/2019.

Manufacturer narrative:
(B)(4). Date sent: 03/14/2019.